Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The 100% stenosed target lesion was located in the proximal left anterior descending (lad) artery. The lesion was predilated and a 3.0x20mm synergy stent was implanted. Everything looked great and the patient was sent home. In (B)(6) 2016, the patient arrested at home, was admitted and arrested again. Catheterization results revealed thrombosis. The patient was ongoing antiplatelet therapies and was compliant with those therapies. The patient remains hospitalized.